Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause was not determined. See h.10.

Event description:
It was reported with the use of the pen ndl 32g 4mm hp 100 box fr the device was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated "one of two needle devices was defective."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the pen ndl 32g 4mm hp 100 box fr the device was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated, "one of two needle devices was defective."